Event description:
It was reported that the customer had a cracked compartment near the screen of the insulin pump. Customer stated that there were also scratches on the pump. Customer does not know how the damage occurred. Customer's blood glucose level was 25 mg/dl and was not related to the pump issue. Pump was not dropped or bumped. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.